Manufacturer narrative:
Please be informed that the reason for this report being late is that we first assessed this problem to be non-reportable.

Event description:
The overhead tube crane has spontaneously started a motorised movement downwards and continued until it collided with the table. No one has been in the room on these occasions.